Manufacturer narrative:
Image review: a photograph of the resolute integrity device packaging was received from the account. The size of the device 2.25x22mm, and the lot# 0007964942 matches that reported by the account. The photograph does not capture the resolute integrity device, or the deformation to the stent.

Event description:
It was reported that the physician was attempting to use a resolute integrity rx drug eluting stent to treat a lesion with 90% stenosis. No damage noted to device packaging. No issues were noted when removing the devices from the hoop/tray. The device was inspected with no issues noted. Negative prep was not performed. It was reported that the device failed to cross the target lesion and during positioning at the lesion strut damage was noted and the physician decided to remove the device from the patient. The stent did not advance through a previously deployed stent. Resistance was encountered but no excessive force used during advancement. The physician used another medtronic device to complete the procedure. No patient injury reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.